Manufacturer narrative:
Retrospective review after expertise report - for regularization. There is no clinical consequence for patient - the surgeon indicate that the device did not caused serious injury. No delay in surgery over 30mn. But the patient retain potentially piece of the fractured screw / potential mechanical risk: the piece of screw can be an obstacle for the new screw, which can generate a new breakage - risk of debris coming out of the tunnel into the joint. Very low biological risk: excess resorbable material. Direct analysis on returned device: the screw fractured into several pieces, one of which was returned to sbm. This piece is the posterior part of the screw: partial cylindrical portion + head. No constituent fragments of the tip and / or of the end of the cylindrical portion are present, they remained implanted in the patient. External screw ø : 8.0mm / minor ø : not measurable length of the fragment: minimum 12.2mm / maximum 13.5mm => the screw seems to have been introduced 12.5mm (halfway) into the tunnel when it broke. The threads present at the end of the fragment are lying backwards and contain residues of blood, bone or tissue => induced by the attempt to further insert the screw into the tunnel after breakage. The last two turns of the threads present at the front of the head are also damaged and include two types of damage: shearing of the threads at their base on the lateral half. Longitudinal striations on the second lateral half appearing to come from the jaws of forceps which would have been used by the surgeon to extract the fragment. The head has an indented point, located at the junction with the exit cone of the screw, characterized by the presence of longitudinal marks similar to those present on the threads. The recess does not show any particular damage. Control insertion test with a ø8 screwdriver in the recess of the screw ok: test carried out with a ligafix screwdriver ø8 (lot 120217). The tcp granules are clearly visible. Conclusion: the observation of the screw reveals a torsional breakage. In the absence of many elements surrounding the circumstances of this case of screw breakage, and based on the observation made on the returned screw, the hypotheses that can explain this breakage are: non-compliance with the instructions for use with a tunnel ø < to the screw ø, which generated high friction forces over the entire surface of the screw during the passage of the cortical wall. All of these constraints caused a deformation of the recess: the deformation being almost null at the end of the recess and at its maximum at the head of the screw. The deformation of the screwdriver was then greater than the elastic limit of the duosorb (constituent material of the screw), which cased the screw to break. While it was being driven, the screw produced a divergent trajectory to that of the tunnel, causing significant stresses in bending and in torsion up to the cylindrical portion of the screw, in particular when passing the cortical wall and at the initiation of the insertion of the cone of the screw head in the tunnel. These constraints led to a deformation of the recess, which is almost null at the end of the screwdriver footprint and maximum at the head of the screw. The deformation of the screwdriver was then greater than the elastic limit of the duosorb (constituent material of the screw), which cased the screw to break. A combination of the two previous hypotheses, significantly increasing the risk of screw breakage. Technical sheet with characteristics of resorbable screws was transmitted on (B)(6)2020 to the distributor for reminder. Complete training in the form of webinar took place (training for surgeons, instrumentalists, and commercial forces of partners).

Event description:
Fnc (B)(4). Retrospective review after expertise report - for regularisation and information. Incident occured on (B)(6) 2019 in (B)(6)- transmitted on (B)(6) 2019 by distributor - incident report / health care facility dated (B)(6) 2019 "the screw was broken during surgery". The batch number of the device is unknown.